Manufacturer narrative:
This report is being filed on an international product, list number 07k78 that has a similar product distributed in the us, list number 07k78, and 510k/PMA/bla of k983424. Section a1 patient identifier and a3b gender not provided. An evaluation is in process. A followup report will be submitted when the evaluation is complete.

Event description:
The customer generated false positive architect total bhcg of 29.43, 32.43 miu/ml that was questioned by the physician. The sample was repeated using another platform of <1.2 miu/ml (reference range <5 miu/ml for non-gravid women). The patient is a 34-year-old female (chinese) diagnosed with abnormal uterine bleeding. No impact to patient management was reported.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and in house testing of a retained reagent kit lot 65706ud01. Return testing was not completed as returns were not available. Manufacturing documentation for the likely cause lot did not identify any issues associated with the complaint issue. The ticket search determined that there is slight increase in complaint activity for this lot number but there are no trends for the product related to patient results. Additionally, accuracy of the architect total b-hcg assay has been evaluated with a retained in-house kit of the same lot# 65706ud01 and met all specifications, confirming that this lot is meeting the architect total b-hcg product requirements. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation no systemic issue or product deficiency was identified for the architect total b-hcg lot# 65706ud01.

Event description:
The customer generated false positive architect total bhcg of 29.43, 32.43 miu/ml that was questioned by the physician. The sample was repeated using another platform of <1.2 miu/ml (reference range <5 miu/ml for non-gravid women). The patient is a 34 year old female (chinese) diagnosed with abnormal uterine bleeding. No impact to patient management was reported.